Manufacturer narrative:
(B)(4). (B)(6) the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had damaged component- bearings, corrosion, e2 and e6 on display, defective motor (blocked). And a defective pipe extension. The device failed following checks during pretest: loctite & cable assessment. The assignable root cause was determined to be due to device wear fr, rmal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the motor device was not rotating when connected to the console device; and that it overheated and stopped working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.